Manufacturer narrative:
Additional FDA product code: kra: catheter, continuous flush. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon would not deflate. The doctor was filling it up with contrast and then when they tried to deflate it, it does not deflate. They will then dilute it and try to deflate it, and it will not go down. There was no allegation of patient injury.

Manufacturer narrative:
The device was not returned therefore no evaluation could be performed since no objective evidence such as product samples, imagery, or videos was provided for investigation. As such, based on available information, a definite root cause is unable to be determined at this time. As part of the manufacturing process 100% of the units go through a full visual inspection process. A device history record review was completed and documented that the device met all specifications upon distribution.